Manufacturer narrative:
This patient presented to the cardiac catheterization unit with stable angina pectoris (troponin negative or unknown) and 3-vessel disease was found. A staged procedure was not planned. Pre-procedure medications included aspirin, clopidogrel, statins and beta-blockers. Intra-procedure medications included aspirin and unfractionated heparin. Pre-procedure ck cardiac enzymes were within normal limits. Pci was performed on a 70% de novo lesion in the mid right coronary artery (rca) of 50mm in length in a 3.0mm vessel diameter. The (b2) concentric lesion was characterized with an irregular contour and moderate calcification. Pre-dilatation was done with a 3.0x20mm balloon at 18 atmospheres (atm) before two overlapping stents were deployed. First deployed was a 3.0x33mm cypher select plus stent at 14 atm with satisfactory results. During deployment of this stent, a type c dissection occurred. It was treated with a 3.0x28mm cypher select plus stent at 16 atm. In addition, during the procedure, there was complete atrioventricular (av) block requiring permanent pacing. This event was considered unrelated to the study device and procedure. The residual diameter stenosis measured 0%. Pre and post-procedure, thrombin inhibition in myocardial infarction (timi) flow was not recorded. Intra-vascular ultrasound (ivus) was not used. The patient was discharged 11 days later. Post-procedure medications included permanent aspirin, permanent clopidogrel, statins, ace inhibitors and beta-blockers. Post-procedure cardiac enzymes were not documented. At the one-month follow-up interval, the patient's anginal status was asymptomatic. All medications remained the same except statins, which was the patient was not taking for unspecified reasons. However, at the 6-month follow-up interval, while the patient remained asymptomatic, the patient was taking all post-procedure medications including statins. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products associated with the reported events that were submitted under the following manufacturing numbers 9616099-2007-02484 and 9616099-2007-02485.

Event description:
As reported by the study, during percutaneous coronary intervention (pci), a type c dissection occurred. It was treated with another stent. In addition, during the procedure, the patient had complete arterioventricular block, requiring a permanent pacemaker.